Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error. The power management tool confirmed pump error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained serial number label and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.  Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump received a power error detected alarm. Customer blood glucose was 126 mg/dl at the time of the incident. Customer also stated that power error detected alarm happened during normal use. Advised customer that the insulin pump is being replaced and is expected to return for analysis.